Event description:
Provider states that the patient is having a hard time keeping the pump raised it would lower after lifting the patient. Provider states they sent out their technician and they had a hard time getting the pump to lower all the way down after it dropped a certain point.